Event description:
It was reported that the user experienced hyperglycemia while using the ilet during a supply change when no drops were observed from the cannula during the fill tubing step despite multiple attempts, after which changing supplies restored proper function and blood glucose returned to range; the highest reported blood glucose was 400 mg/dl, the out-of-range period lasted about 3 to 4 hours, and the ilet alerted for high glucose. Investigation of this case revealed cause unclear for the high glucose and an unconfirmed supply issue during priming without observed air bubbles or damage. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.